Event description:
Customer reported leak noted "at the upper portion of the blue plastic piece that precedes the portion that is inserted into the pump module." No report of pt harm or medical intervention required. Although requested, no further info was available.

Manufacturer narrative:
(B) (4). (B) (4). Reporter indicated the product was not saved at the facility. The lot number was identified. The mfg database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.